Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using the same supplies for over 3 days on the mobi pump. Tandem customer technical support. Educated caller that cartridges should be changed every 72 hours.